Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('gained there is lost after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained there is lost after removal"). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and weight increase. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("gained there is lost after removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 730 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she was found to have weight increased ("gained there is lost after removal"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and weight increased to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and weight increase. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start and stop dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("gained there is lost after removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 730 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she was found to have weight increased ("gained there is lost after removal"). The patient was treated with surgery (essure removal- hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and weight increased to be related to essure administration. The reporter commented: removal date: (B)(6) 2022 (discrepancy noted). Removal state: nm. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and weight increase. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: surgery type updated, annex f added, narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("gained there is lost after removal") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1, gravida ii, menorrhagia, endometrial disorder, ovarian cyst, pelvic pain, bleeding genital and period pains. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 947 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she was found to have weight increased ("gained there is lost after removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,salpingo-oophorectomy,cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and weight increased to be related to essure administration. The reporter commented: removal date: (B)(6) 2022 (discrepancy noted). Removal state: nm. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Colposcopy] in (B)(6) 2016: ovarian cysts/tumors. [Pathology test] on (B)(6) 2016: final diagnosis: uterus, cervix, right ovary, bilateral fallopian tubes, hysterectomy: uterus (94 gm) with proliferative endometrium. Chronic cervicitis. Right ovary with multiple follicle cysts. Bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2). Gross exam only. No evidence of malignancy. Specimen source: uterus, cervix, right tube and ovary, left tube, essure coils. Clinical history menorrhagia, pelvic pain, right ovarian cyst, essure problems. Gross description: right fallopian tube: 4 x 0.3 cm. Sectioning reveals an essure coil in place. Left fallopian tube: 5 x 0.3 cm and has an essure coil in place. [Smear cervix] in (B)(6) 2016: abnormal cells. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and weight increase. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical history, lab data, indication, removal date, event onset date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('gained there is lost after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained there is lost after removal"). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and weight increase. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.